Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the returned device was inconclusive. The analyst indicated that the device was received with no telemetry. (B)(4)

Event description:
The cardiac resynchronization therapy defibrillator (crt-d) was returned to the manufacturer after being explanted and replaced for end of life (eol). The device was analyzed and results remain inconclusive as the device was received with no telemetry. No patient complications have been reported as a result of this event.